Event description:
It was reported that a user was unable to pair a new dexcom g7 sensor with the ilet despite multiple sensor code entries and device restarts, and a magnet rub attempt did not initiate warmup. Symptoms included no alerts or alarms and no reported adverse physiological effects. Outcomes included interruption of cgm data to the ilet and guidance to replace the sensor or contact the cgm manufacturer for further assistance. Investigation included remote troubleshooting that verified the entered sensor code, attempted sensor activation, and a power cycle of the ilet. Investigation of this case revealed a pairing failure between the cgm sensor and the ilet, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce or isolate a device-specific malfunction during remote assessment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.